Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and undersensing. The physician was not able to reproduce the noise by pocket manipulation. Technical services (ts) recommended to have the chest x-ray perform to determine lead fracture. It was suspected that there may be an early indication of a lead issue. The patient was admitted to hospital due to dependency and sensitivity was changed and overnight the patient had documented pauses on telemetry, so reprogramming was performed. Subsequently the next day, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is not expected to return for analysis.